Event description:
Additional information was received that this device was explanted and replaced with another manufacturer's device over three and a half years later for an unspecified reason.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the patient presented to the clinic due to a home monitoring alert indicating the device had reached end of life (eol). Further investigation showed that the device tripped the elective replacement indicator (ER)) due to extended charge time and that there were six diverted episodes with noise and oversensing around the time that the patient had a magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed that the MRI caused the oversensing and noise along with a charge time out. It was noted that the patient stated he knew his device was close to eri when he had the MRI. A manual capacitor reform was done and the device recovered to eri. Ts advised that even though the device is still able to provide therapy, there will be longer charge times and the 90 day replacement window would not be in affect. The device remains in service and no adverse patient effects were reported.